Event description:
The customer reported obtaining a sample pressure error message from the navios flow cytometer system. A field service engineer (fse) was dispatched to the customer's site and also noted a leak from the instrument. The fse stated that approximately two hundred milliliters of fluid leaked and was contained within the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer did not report of any injury or direct exposure to the leak associated with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and discovered a failed sample pressure regulator as the cause of the error message. The fse then found a leak from the fitting on the sheath filter and noted that the leak could have contributed to the error message. The fse replaced the sample pressure regulator and repaired the sheath filter to resolve the issues. (B)(4).